Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. During evaluation, the central processing unit (cpu) board and ribbon cable were found to be damaged. The cause of the condition was not determined. To correct the condition, the cpu printed circuit board assembly and ribbon cable were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board and a broken ribbon cable. No additional information is available.